Event description:
A customer reported generating repeatable false positive troponin I results for two sample draws on the same pt. Alternate testing on one of the samples gave a negative result. Elevated results of the magnitude observed might lead to cardiac catheterization. There was no report of pt harm as a result of this event.